Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope had a pinhole in the forceps channel. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that residual liquid or foreign material was coming out of the forceps mouth, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a pinhole in the forceps channel causing a loss in water tightness. Upon further inspection, it was observed that residual liquid or foreign material was exiting the forceps mouth due to insufficient cleaning or handling of the scope. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Also, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had a crack. It was observed that the ultrasonic transducer had corrosion due to handling. Lastly, scratches were observed on the following unit components due to physical stress caused by handling: switch 4, image guide protector, acoustic lens and on the protector of universal cord on control section side. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did not clean, disinfect, or sterilize the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer confirmed a problem with the accessories used for reprocessing. The customer does not submerge the endoscope in cleaning fluid. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.